Event description:
The customer's mother reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was 199 mg/dl. The patient did not contact the healthcare provider and stated that they have a back up plan. The patient was treated for high blood glucose. The customer mother stated that patient is at school and has the insulin pump with her so unable to troubleshoot so will call back when the patient is home with insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.